Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4) on retained kit lot 111563 with the following internal serum/plasma: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 111563 were reviewed. This lot met the required release specifications. A review of the complaints reported as (B)(6) related to lot number 111563 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A customer reported a needlestick event with an employee. The customer reported that the source patient had (B)(6) antibody (ab) results on a serum sample with alere determine hiv-1/2 ag/ag combo. Confirmation testing with a chemiluminescent microparticle immunoassay hiv test was (B)(6). The customer reported the needlestick exposed employee had (B)(6) results on a serum sample with alere determine hiv-1/2 ag/ag combo. Confirmation testing with a chemiluminescent microparticle immunoassay hiv test was (B)(6). The employee was reported as a pregnant female. The employee received antiretroviral treatment with truvada and tivicay. Additionally, the employee received a tdap shot due to the source patient's results. No surgical procedures, including cesarean section, were performed based on the alere determine hiv-1/2 ag/ag combo results. The employee received counseling over the phone due to the needlestick event. This event is considered a malfunction due to the risk of short and medium-term toxicity to the fetus being unknown.